Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 129.92 mcg/day) via an implanted pump. The patient was having spasms as the pump was empty (B)(6) 2016. The situation was being addressed by the hcp and the hcp was trying to locate another hcp to fill the patient's pump. On (B)(6) 2016, additional information was received from a consumer indicated he just found out on (B)(6) 2016 that his pump ran dry. He wanted to know what the outcome/consequences of missed refill were with the pump. The patient was in a medical facility in the rehab of (B)(6) county and told them since he arrived there on (B)(6) 2016 he needed a refill in early (B)(6) 2016. Somebody told him that it was (B)(6) 2016 when he was due for a refill, but then the patient found out that it was supposed to be (B)(6) 2016. The patient was in los angeles and was on parole. He could not get up to the university's healthcare facility because he could only go 50 miles one way or the other and could not leave the jurisdiction. He could not leave the facility without permission unless the patient wanted to be discharged. The patient had really bad spasticity since (B)(6) 2016 (last 2-3 weeks) and then felt especially spastic this past weekend ((B)(6) 2016 - (B)(6) 2016). The earliest they could get the pump refilled was (B)(6) 2016 and the company representative could be at the appointment to help the hcp. The patient was on oral medications since (B)(6) 2016, and he felt the hcp was not responsible; "that the hcp let it go this long when the patient told them before now and had been telling them since (B)(6) 2016". The patient continued to ask questions regarding his medical changes and they were redirected to their hcp.

Event description:
Additional information was received from a consumer noting that the patient's pump was to be refilled (B)(6) 2016 and it wasn't. He ran out of medication 3.5 weeks ago. The patient was hearing the alarm every 10 minutes. He was supposed to go in for a refill today. The patient's primary care physician put him on 80mg oral baclofen so he wouldn't suffer withdrawal. The patient was questioning how this is going to work if he's refilled and on oral baclofen. The patient was under the impression that a company representative was going to be there and interrogate the pump.

Event description:
Additional information was received from a consumer on 2017-mar-03. The patient¿s pump went empty in (B)(6) 2016 and it was refilled in (B)(6) 2016. The patient was receiving 500 mcg/ml baclofen at a dose of 129.92 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.